Event description:
It was reported that an ilet user announced a breakfast but then did not eat due to an unexpected meeting, experienced elevated blood glucose to 245 mg/dl while asymptomatic, and the subsequent meal announcement led to glucose regulation; the agent noted stress from the meeting as a potential contributor, and the user later proceeded to announce and eat breakfast. Symptoms included hyperglycemia without reported clinical effects. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.